Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 44 mg/dl which was treated with glucose tablets, juice and food. The mother stated that they were able to rewind but the motor error alarm would occur again during cannula fill. Troubleshooting was performed and it was stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motion sensor test failure alarm, motor position encoder error alarm, and multiple motor error alarms. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and insulin pump passed the displacement test. However, the insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the error test, prime test, excessive no delivery test and occlusion test or verify alarm due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. No unexpected off no power anomalies noted. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.